Manufacturer narrative:
Zimmer biomet complaint (B)(4). Complaint sample was evaluated and the reported event was non-confirmed. The returned inserter was evaluated for sharp edges. No sharp edges were identified that could contribute to splitting the anchor. Without the fractured device returned, no assignable root cause could be determined and no further action taken. According to the DHR, product was conforming. Review of device history records found these units were released to distribution with no deviations or anomalies. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during an ulnar collateral procedure, the juggerknot inserter split the anchor into two pieces before it was implanted. Another juggerknot was used to complete the procedure. No further information has been provided.